Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation that an optiflo injection needle device was used during an unknown type of procedure in the gi tract. According to the complainant, the needle would not retract, once it was pushed out of the catheter. This occurred inside and outside of the patient. Also, when they injected contrast through the needle port, it didn't come out of the needle; the contrast came out of the flushing port. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) - (failure to inject medicine). According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.